Event description:
It was reported the patient stopped breathing during the scs implant procedure when the physician was closing the ipg pocket. The patient was revived successfully. Follow-up information identified effective stimulation coverage was achieved post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.